Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on (B)(6)2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: leak at biopsy channel (large/ primary) inlet side, fluid invasion in control body, insertion tube bump at end of root brace, control body severe corrosion inside, right/ left brake knob markings faded, up/ down brake knob/ lever markings faded, fluid invasion in segment section, failed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test - plct, failed wet leak test, image blackout, #1 remote control button not working, zoom lever switch is not functioning, fluid invasion in pve connector, fluid invasion to insertion tube, suction function not performed unit compromised, customer complaint confirmed, right/ left control knob markings faded, up/ down control knob/ lever markings faded, fluid invasion in umbilical light guide cable, shield cover corroded, #3 remote control button not working, #2 remote control button not working. The device underwent repairs including the following components: o-rings and seals, operation channel, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil assy, pb-free, rl pulley assy, ud pulley assy, bracket cover, connecting receptacle, dr-stopper assy, guide cover plate, intermediate plate, staycoil holder bracket, stopper screw holding plate, ul-stopper assy, pcb for r.c switch pb-free, switch with base plate no1 pb-free, switch with base plate no2 pb-free, remote control wire, lg cable connector assy pb-free, pcb for ccd drive pb-free, shield cover, shield pipe for ccd, signal wire for ccd, conductive plate, remote control wire, base plate, connecting receptacle (3), rubber trim collar. The endoscope is awaiting repair and approved by final qc as of 10-jan-2022. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 15-dec-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4)was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 18-dec-2012 under normal conditions. The endoscope was reworked for a hole at the tip. Adhesive was repainted and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 19-dec-2012. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The customer stated the there was a leak at the biopsy port involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). They were getting bubbles. The customer reported it was observed during reprocessing, but was not certain. There was no report of injury associated with the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: leak from biopsy port. Based on the information, that the insertion failure of the forceps channel also occurred. The cause of the leak was, that the forceps channel was deformed such as being crushed, due to repeated use of the endoscope and external load. And the treatment tools and brushes were pulled all together. It is presumed, that the leakage occurred, due to damage to the through-deformed part and the perforation.